Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a broken knife wire was not confirmed. No other abnormalities related to a breakage of the knife wire could be confirmed. In addition, the knife wire was deformed. There were traces (burnt marks) of being used in the case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, during a therapeutic endoscopic sphincterotomy (est), the knife wire was cut. The customer switched to another device, but the replacement knife wire broke. The procedure was completed by using a third device. There was no report of patient harm associated with this event. Event 2 of 2: this report is being submitted for the issue with the second (single use 3-lumen sphincterotome v), under the medwatch with patient identifier (B)(6). The issue with the first device is being reported on medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. No wires were found broken during evaluation. Olympus will continue to monitor the field performance of this device.